Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular channel causing inappropriate pacing and thus putting the patient into ventricular tachycardia (vt). The vt was appropriately treated by anti-tachycardia pacing (atp) therapy by the ICD. Troubleshooting options were discussed with the field and the physician will have the patient come back in for reprogramming. The ICD remains in service and no adverse patient effects were reported.